Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip and plunger clamps in the reported problem area of the pipetter assembly. The fse cleaned the tip clamp and sleeve, and replaced the plunger clamp and tip retaining clip. The instrument was inspected, tested without further problem, and returned to service.